Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing of the device confirmed the pad-pak was first installed by the customer on the 13th october 2009 and that it performed to specification up to the 27th march 2011. On the 29th march 2011 the device recorded 10 self-tests during manual power cycles, 5 record nonsensical data for the event duration and one of which records nonsensical data throughout. The technical log was erased after these events. The device then passed all self-tests up to the 9th november 2014. During this period a new pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(4) 2014 and the final history log entry on the (B)(4) 2015. Investigation found this type of fault is contributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation and the fault could not be replicated with a new membrane fitted. The nonsensical duration data recorded was most likely caused by the user removing the pad-pak to power off the device instead of using the power button as the pogo-pins were verified with no fault found. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.